Event description:
Additional information reported indicated that the patient had two leads implanted to extend the pain coverage area. The leads were capped for two days and when the physician went to attach the leads, they found that stimulation for the legs and back had changed due to displacement of the electrodes. Stimulation was felt outside of the painful area and further attempts at revision were unsuccessful. The whole system was explanted and there was no injury to the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model # 3778-75, lot # v099329006, implanted: 2008 (B)(6), explanted unknown; lead: model # 3778-75, lot # v085175025, implanted 2008 (B)(6); lead:, model # 3888-33 lot # v855431, implanted: 2012 (B)(6), explanted: unknown; lead: model # 3888-45, lot # v847059, implanted: 2012 (B)(6), explanted: unknown; extension: model # 3708240, lot # nkb003450v, implanted: 2012 (B)(6), explanted: unknown; programmer: model # 37743, lot # nke105850n; recharger: model # 37752, lot # nka111602n.

Event description:
It was reported that the patient just had lead revision surgery so that she could get additional pain coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3888-45, lot # v847059, implanted: (B)(6) 2012, explanted: (B)(6) 2012, lead model 3888-33, lot # v855431, implanted: (B)(6) 2012, explanted: (B)(6) 2012; lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012; lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012.